Event description:
(B)(4).

Manufacturer narrative:
Most of the beak is broken off the distal end of the sheath; there is a small remnant left. It is possible the instrument came into contact with a hard surface, by being dropped or coming into contact with another instrument, causing cracks in the ceramic beak which weakened material and led to breakage. We cannot confirm cause of damage.